Event description:
Customer reported: fractured standard abutment > both abutments & the splinted crowns were sent, but only the smaller abutm. (Ref# (B)(4) is fractured - above, at the crown part. The bigger abutment (ref# (B)(4) is intact. The implants are intact and will be new restored. No explantation.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.